Manufacturer narrative:
The device was returned due to infection. As received, the device was above elective replacement indicator (eri). Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. No anomalies found.

Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD), right ventricular (rv) lead and atrial lead was explanted due to infection. The patient was stable.